Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted due to error in g3 of previously submitted report.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in device inner surface and one linear opening. A microscopic analysis and leak test were performed which identified one opening striated and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. One opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Device has been explanted.